Event description:
Additional information was received that the issue resolved without sequelae.

Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional information: section d: certain fields have been updated or entered based on new information. G3 - PMA/510(k) #: field has been entered based on new information. H4: date has been entered based on new information.

Event description:
Additional related manufacturer reference numbers: 1627487-2022-00824 and 1627487-2022-00825. Additional information was received about the original issue that the patient had an allergic reaction on the skin of the forehead and around the cranial wound.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information and device information. The unique device identifier (UDI #) is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-18936. It was reported that the lead site wound had fluid discharge. The patient was prescribed IV antibiotics, surgery may have occurred on (B)(6) 2021 to wash out the wound, and patient was hospitalized to address the issue.